Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device returned 8/2/2019. Investigation summary the device was sent to the supplier for repair. The work order indicates that distal tip, objective and optics were found to be damaged. The tube was bent. The distal tip was found to be burnt. And the image was cloudy/foggy. Replaced objective and objective window. Polished distal fibers. Laser weld eyepiece as originally designed. Internal scope cleaning was done. The complaint is confirmed. The exact cause are damaged objective and optics. The service history has been reviewed in lieu of the manufacturing record evaluation for this device since it was previously serviced. The device was last serviced on 3/15/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device service / history record device history lot null, device history batch null, device history review the service history has been reviewed in lieu of the manufacturing record evaluation for this device since it was previously serviced. The device was last serviced on 3/15/2019 and passed all functional testing before being returned to the customer. Complainant part was returned for manufacturer review/investigation.. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is an unknown date in 2019. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a left knee procedure, the tip of the arthsco,4/140_30_qik/strkr hub was hit during the procedure causing vision through the scope to become unclear. The case was completed with a like device with no delay or patient harm. This is report 1 of 1 for (B)(4).